Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported that an error 40241 occurred. The customer had shut the system down and powered it on, to try to recover from the fault, however the fault reoccurred. The system logs confirm faults reported by the universal surgical manipulator (usm) 2 axes controller, motor (acm), axes controller spar (acs), axes controller, carriage (acc), indicating nodes not responding. The customer disabled arm 2 and continued the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and the system automatically checked system without any error code. The customer called a local representative and instructed the nurse to reboot the robot, after rebooting arm was still not working so dvstat was called. The surgeon disables the arm to continue with the procedure. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have errors. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. In addition, further testing of the unit failed the fibers. The clockspring fiber was swapped with a new one and the error went away also all board checks were found. The original clockspring fiber was reconnected, and the errors returned. The complaint was confirmed based on the failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.